Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for cuff is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, functionally and leak tested. Leaks were identified, so the functional test was not performed. The balloon passed the visual test. The pump was visually inspected, functionally and leak tested. No anomalies were found with the pump. The cuff was visually inspected, and leak tested. No anomalies were found with the cuff. Based on the information available and analysis results, the reported device allegations of mechanical issue and fluid leak were confirmed. The reported incontinence was confirmed as a known inherent risk.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The device was not working. The physician used a contrast solution in the aus to see leakage on a scan. When scanned, there was no fluid in the device. The aus was explanted and replaced. The physician tested on the back table with filling syringes; there was a leak at the crease of the balloon. No further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The device was not working. The physician used a contrast solution in the aus to see leakage on a scan. When scanned, there was no fluid in the device. The aus was explanted and replaced. The physician tested on the back table with filling syringes; there was a leak at the crease of the balloon. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for cuff is (B)(4).